Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 lead; 419688 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was additionally reported that the ra lead was observed with measured small p-waves.

Event description:
It was reported that the patient was admitted to the hospital after experiencing a fall. A transmission showed potential under sensed events on the right atrial (ra) lead. The transmission also observed the right ventricular (rv) lead with a warning for high impedance on the superior vena cava (svc) coil. Additional information from the clinic disclosed that the patient had episodes of at/af during the syncopal event. The physician was unable to determine what caused the syncope. The device was check and values were determined to be within normal limits. The leads remain in use. No further patient complications have been reported as a result of this event.